Event description:
Customer reported the panorama central station rebooted and displayed an error message, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys corrections included reseating of the microprocessors on the unit's socket, replacements of the system's hard drive cable and caps on the motherboard, and added tie wraps to help hold the heat sink and cooling fan into the mounting bracket. System was tested, calibrated, and safely checked to factory specifications.